Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00129, 0001822565-2021-01619, 0002648920-2021-00151, and 0002648920-2021-00152. Medical devices: cr-flex pct fem f-r minus catalog#: 00595001606 lot#: 63525591; stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 63565275; all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: 63534851. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to a deficient posterior cruciate ligament. Attempts to obtain additional information have been made; however, no more is available.